Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The field service representative (fsr) went on-site to evaluate the suspect device. The fsr was unable to confirm the reported event and upon inspection found that the front panel light-emitting-diode's (leds) were not illuminating. After replacing defective parts, the issue was resolved. The fsr completed the user verification test and operational verification procedure and reported the unit meets service specifications.

Event description:
The customer reported while using the vela ventilator; the unit's touchscreen is dark on startup. The customer reported the ventilator does boot up. The customer reported there is no patient involvement associated with the event.